Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a damaged insulation. It was reported that the device broke during use and melted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: simultaneously activating suction/irrigation, and electrosurgical current may result in increased arcing at either the electrode tip, aspiration holes, or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap low anterior resection procedure, the shaft part of the device was melted, and was cracked in the course of repetitive use. It was not disengaged, just damaged. A new device was used to complete the procedure. There was no patient injury.